Event description:
The chair allegedly creeps and surges, no matter the battery level, dealer replaced joystick and resolved issue. No alleged injury.

Event description:
The chair allegedly creeps and surges, no matter the battery level, dealer replaced joystick and resolved issue. No alleged injury.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsiv-hd, serial number/date code (B)(4) is approximately 7 months old. The user manual part number 1154294 rev h(jun-11) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Inspection results: visual: the joystick was received and unpacked and looked in good condition. Functional: the joystick was connected to a known good joystick cable, controller, set of motors, and batteries, and operated for one half hour. No discrepancies were observed. Conclusion: could not duplicate the alleged claim.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsiv-hd, (B)(4) is approximately 7 months old. The user manual part number 1154294 rev h(jun-11) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.